Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient (pt) hadn't charged implant because they got busy and implant battery was down to zero, therapy was off and symptoms returned (pt said they were trembling all over and in pain because of it). Pt said they were charging their implant back up and after 2 hours hadn't reached 25%, pt had poor coupling (0 coupling bars), pt said repositioning recharger antenna didn't resolve poor coupling. A replacement antenna was mailed to the patient. The patient called back and said they received the replacement recharger antenna and installed it. The patient charged the ins for 8 hours but their ins did not turn back on. Agent reviewed that the ins needs to be turned on manually using the patient programmer. The patient confirmed they were able to turn the ins during the call. The patient resumed charging the ins because the programmer indicated the ins charge level was low. When the patient began charging the ins, they initially had 0 coupling bars, but they were able to get all 8 coupling bars to fill in after repositioning the antenna and rotating the antenna dial.